Event description:
It was reported that the user experienced a severe hypoglycemic event upon waking with glucose readings in the mid-20s mg/dl, did not perceive or respond to device alarms, and required assistance to treat; the user¿s caregiver confirmed the low with a fingerstick and administered oral carbohydrate, after which glucose recovered and stabilized. Symptoms included blurred vision and difficulty moving. Outcomes included temporary impairment requiring caregiver assistance without hospitalization. Investigation included a review of device performance as reported by the caregiver, confirmation of concurrent cgm and fingerstick readings, and counseling on alarm configuration and best practices for low treatment. Investigation of this case revealed no device malfunction reported, with the event consistent with hypoglycemia of unclear cause and potential alarm nonresponse; the infusion set was a cannula device and the cgm was a g7. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure and multiple potential user and physiologic factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.